Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, lens explanted and longer lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5/+1.5/091 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. There was clear surgical residue on product. Visual inspection found the haptic torn and residue on the lens. (B)(4).